Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent a pump exchange due to a driveline infection on (B)(6) 2021. No additional information was provided by the hosptial.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A specific cause for the reported driveline infection could not conclusively be determined through this evaluation. The account reported that the patient underwent a pump exchange on (B)(6) 2021 due to a driveline infection. The device was reportedly operating as expected prior to the pump exchange. (B)(6) was returned assembled with the pump cable severed approximately 10" from the pump header. The modular cable and the distal end of the pump cable were not returned. Approximately 4¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief and outflow graft clip secured. The cuff lock was unremarkable, and the apical cuff was not returned. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations within the device that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this document lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The heartmate 3 lvas patient handbook also contains information about caring for the driveline and preventing infection. No further information was provided. The manufacturer is closing the file on this event.